Event description:
Customer reported that the insulin pump is alarming button error and she is unable to clear it. Customer stated that the device was not dropped or wet. Customer had the insulin pump in her pocket as always. Customer removed the battery and when putting it back in the screen shows low battery and button error. Initial blood glucose level was 288 mg/dl. Customer checked her blood glucose again and it was 49 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted. The device was received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, and scratched reservoir tube window.